Manufacturer narrative:
Follow-up #1: date of submission 06-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: during investigation, moisture was found in the battery compartment with a leak. The battery compartment was cracked at the threads to the left of the grip pad, and at the threads to the grip pad. The pump was opened to find no moisture. The battery cpa threads were stripped and the battery cap was unable to be secured to the returned pump or a test pump. A test cap was secured for testing. The battery cap coin slot was also damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case with moisture) issue. It was alleged that the battery compartment was damaged, the top of the battery cap was worn, and there was moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.